Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that device alarmed no delivery alarm. Customer's blood glucose was 331 mg/dl. Customer mentioned to have high blood glucose. During troubleshooting, customer mentioned the doctor had adjusted the setting of the device due to customer been having low blood glucose from 50 mg/dl to 70 mg/dl. After troubleshooting, customer was advised to change the entire set. Customer will not be returning the device for analysis.